Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2016-01065.

Event description:
The customer reported via phone call that there was an infection at the sensor site. The customer reported that the cannula might have broken off in their body. The customer reported that the cannula was bent. It was also reported that the skin was not healing properly after use of the sensor. Customer later reported that the needle was removed by the customer's healthcare provider. The transmitter was used in conjunction with the sensor. The customer's blood glucose was unknown at the time of incident. The product will not be returned for analysis.